Manufacturer narrative:
(B)(4). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve, implanted for two (2) years and six (6) months, underwent a redo avr due to stenosis and insufficiency. The pre-existing bioprosthetic aortic valve was explanted and another edwards bioprosthetic aortic valve was implanted. However, the replacement aortic valve was explanted at implant due to perivalvular leak in the right coronary cusp found during post-op echo. The surgeon felt that he did not appreciate that the annulus in the right coronary cusp portion was not substantial enough to support the valve. He easily removed the valve and replaced it with second edwards bioprosthetic aortic valve. The surgeon did not feel it was a fault of the valve, it was an anatomical issue. The explanted valve was destroyed. The patient also underwent a redo mvr due to endocarditis, vegetation and stenotic leaflets. The patient's status post-op was good. This was reported to be a training case for the surgeon.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. In this case, it was reported that this was recurrent endocarditis. The root cause was due to patient related factors. There is no allegation or evidence of a device malfunction. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 19mm bioprosthetic aortic valve, implanted for two (2) years and six (6) months, underwent a redo avr due to stenosis and insufficiency. Per medical records, the patient had recurrent bacterial endocarditis, severe vegetation on the mitral valve, sepsis secondary to (B)(6), and subangular abscess cavity, which appeared to be dehiscence of the previous pericardial repair. Small vegetation was observed on the aortic valve. The pre-existing bioprosthetic aortic valve was explanted and another 19mm edwards bioprosthetic aortic valve was implanted. However, the replacement aortic valve was explanted at implant due to perivalvular leak in the right coronary cusp found during post-op echo. The surgeon felt that he did not appreciate that the annulus in the right coronary cusp portion was not substantial enough to support the valve. He easily removed the valve and replaced it with a second 19mm edwards bioprosthetic aortic valve. The surgeon did not feel it was a fault of the valve, it was an anatomical issue. The explanted valve was destroyed. The patient's postop period was complicated by nosocomial pneumonia and required extended ventilator support and antibiotics were managed by infectious disease. The patient was discharge on pod #13 in stable condition. The patient also underwent a redo mvr due to endocarditis, vegetation and stenotic leaflets. This was reported to be a training case for the surgeon.